Event description:
It was reported that the patient underwent a revision procedure 14 years and 4 months post implantation as the patient presented with pain and popping in the hip. Labs revealed an elevated titanium level. During the revision, the poly liner fracture was noted and mechanically-assisted crevice corrosion was found at the head-neck taper. The trunnion was found to have gross metal wear debris, and the acetabular shell was also grossly worn from the metal head. The initial stem remained intact, and all other components were revised without complication. The patient completed inpatient rehabilitation postop without further complications. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00801803601, item name: femoral head, lot #: 60884562. 743001135, item name: stem, lot # 60398395. 00620205422 , item name: shell porous with cluster holes 54 mm, lot #: 60868099. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial tha was performed with a revision later, due to acetabular loosening. The patient developed pain, a loud popping noise, and elevated metal ions, with another revision. The liner was identified to be fractured and corrosion was noted between the head- neck taper. The shell was found to be worn from the head rubbing as a result of the liner fracture. The shell, liner, and head were explanted with no complications noted. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.